Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The pump was monitored and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/09/2024 to 11/29/2024. There was no data available to verify failed battery alert/battery failed alarm in the formatted history file on the event date of 05-apr-2024. In further full review of the pump history/traces on the (primary) event date of 14-nov-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 14-nov-2024 listed on smartsolve. Dailytotalcollectionstarttime: 11/14/2024 00:00:00.000 dailytotalofallinsulindelivered: 250 (0.025 u) dailytotalofbasalinsulindelivered: 250 (0.025 u) dailytotalofbolusinsulindelivered: 0 (0 u) in further full review of the pump history/traces on the event date of 13-nov-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 13-nov-2024 listed on smartsolve. Dailytotalcollectionstarttime: 11/13/2024 00:00:00.000 dailytotalofallinsulindelivered: 37000 (3.7 u) dailytotalofbasalinsulindelivered: 37000 (3.7 u) dailytotalofbolusinsulindelivered: 0 (0 u) dailytotalcollectionstarttime: 11/13/2024 13:10:08.000 dailytotalofallinsulindelivered: 30500 (3.05 u) dailytotalofbasalinsulindelivered: 30500 (3.05 u) dailytotalofbolusinsulindelivered: 0 (0 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 14-nov-2024 and event date of 13-nov-2024 in the formatted history file. Low battery alert was found on: 11/08/2024 07:48:00.000 insert battery alarm was found on: 11/08/2024 17:22:13.000 11/13/2024 07:28:12.000, 11/13/2024 07:38:00.000 11/14/2024 12:32:38.000, 11/14/2024 12:38:43.000, 11/14/2024 12:49:00.000 11/14/2024 01:51:03.000 11/14/2024 02:01:00.000 replace battery alert was found on: 11/08/2024 17:19:00.000 power loss alarm was found on: 11/13/2024 13:10:09.000 11/14/2024 12:49:18.000, 11/14/2024 12:49:26.000 11/14/2024 02:02:19.000, 11/14/2024 02:02:27.000 failed battery alert/battery failed alarm was found on: 11/14/2024 12:33:13.000 pump error 23 alarm was found on: 11/14/2024 12:49:03.000 11/14/2024 02:02:03.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 12-nov-2024 at 5:46:59 am. There was no power data available for the date of 08-nov-2024. Unable to check power data for low battery alert and replace battery alert. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, low battery alert, replace battery alert, pump error 23 alarm and power loss alarm noted during testing. Lostsensor1alert (780) was found on: 11/14/2024 01:09:00.000 11/14/2024 01:19:00.000 sensorerroralert (801) was found on: 11/12/2024 00:27:04.000 11/12/2024 00:37:00.000 sgcalibrationerror (776) was found on: 11/13/2024 21:55:16.000 11/13/2024 22:04:41.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.25 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a damaged display window cover, a minor overlay scratched and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly and failed battery alert/battery failed alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer¿s wife reported that the customer had a low blood glucose at 12:03am on (B)(6) 2024. Smartguard was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was possible over delivery. The customer reported a blood glucose value of 0.9 mmol/l. The customer reported hypoglycemia, loss of consciousness treated with glucose/carb intake, emergency medical service/ambulance/emergency room visit. The event involved product(s) mmt-1885a. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event, and the customer was not used the auto mode feature. No further patient complications were reported. Product return was requested for mmt-1885a. The customer will discontinue using the device, and the customer response was that the device will be returned.